Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with driveline fault alarms. The patient has had an internal and external repair in the past. Upon review of the patient's log files there were driveline faults caused by a possible damaged or broken wire on phase b. Technical services recommended that the patient's controller is exchanged to ensure that the driveline faults are authentic. The patient also had low flows that appeared to be physiological in nature. The patient's controller was exchanged and the driveline faults resolved. Related MFR # 2916596-2021-02393.